Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pregnant woman was admitted to the hospital on (B)(6) 2021 due to menopause for more than 9 months, and gave birth to a live baby girl on (B)(6) 2021. Using synthetic absorbable surgical sutures for perineal suture, the process went smoothly. On (B)(6) the patient returned to the obstetrics clinic for reexamination. The patient stated that the perineal incision was painful without fever and swelling. On the doctor's examination, the perineal incision was dehiscent and a line segment of un-dissolved absorbable suture was visible at the suture knot and at the eye of the needle. Examination revealed that the suture was hard, painful to touch, without redness and fluctuation. The suture was cut off and the segments were treated. A lotion was issued and the vulva was rinsed three times a day. The potassium permanganate hip bath was performed twice a day, for 20¿30 minutes each time. The perineal suture was performed after five days of the hip bath. The incision did not heal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pregnant woman was admitted to the hospital on (B)(6) 2021 due to menopause for more than 9 months, and gave birth to a live baby girl on (B)(6) 2021. Using synthetic absorbable surgical sutures for perineal suture, the process went smoothly. It was noted that the patient had complicated with gestational diabetes mellitus and colpomycosis as prior patient medical history not related to device use. The patient returned to the obstetrics clinic and was re-examined 8 days after discharge. The wound was not healed. The patient stated that the perineal incision was painful without fever and swelling. On the doctor's examination, the perineal incision was dehiscent and a line segment of un-dissolved absorbable suture was visible at the suture knot and at the eye of the needle. Examination revealed that the suture was hard, painful to touch, without redness and fluctuation. The suture was cut off and re-sutured and the segments were treated. A medical lotion was issued and the vulva was rinsed three times a day. The potassium permanganate hip bath was performed twice a day, for 20¿30 minutes each time. The patient had five days of hip bath treatment then another perineal suture was performed after.